Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148965.

Event description:
It was reported that the patient presented in clinic with complaints of feeling lightheaded. It was found that the leads exhibited noise over-sensing resulting in pacing inhibition. Programming changes were performed. There were no patient consequences.